Event description:
It was reported that there was a thermal event.

Manufacturer narrative:
Alleged failure: (B)(6), surgery. Error e2 and burnt smell emitted the failure(s) identified in the investigation is consistent with the complaint record. The probable root cause/s could be an issue with the led module causing e2 and e5 errors to occur. There is an abundance of errors logged into the main board as well. The product was returned for investigation and the failure mode will be monitored for future reoccurrence.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that there was a thermal event.